Manufacturer narrative:
The device model number and catheter number have been updated. Previously reported patient code "(B)(4)", device codes "(B)(4)" and "(B)(4)" have been removed from this event. The event has been updated to include the following: (B)(4). This event has been updated. Previously reported method code "u", result code "unk", and conclusion code have been removed.

Manufacturer narrative:
(B)(4).

Event description:
A pt was receiving pain relief, however a catheter fracture was suspected when fluid started to accumulate in the pt's back. Fluid was aspirated on (B)(6) 2011; and a negative culture was noted. A catheter access port contrast study on (B)(6) 2011 revealed a catheter perforation, just proximal to the catheter anchor. The catheter was replaced on (B)(6) 2011. The pt's outcome was indicated as having resolved without sequelae. The pump administered morphine (5.0 mg/ml at 1.8462 mg/day). Add'l info will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).